Event description:
It has been reported to philips that the customer has performed a vulnerability scan. They have shared the report and are requesting assistance. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.

Manufacturer narrative:
It has been reported to philips that the customer has performed a vulnerability scan. They have shared the report and are requesting assistance. No adverse events or harm were reported in the complaint. The product security team reviewed the customer's vulnerability scan report and provided the relevant mitigations recommendations. Some findings were related to windows operating system vulnerabilities and other customer-managed environment issues. Most findings were not related to this product. The customer was advised to implement the recommended actions. Note: evaluation results and conclusion FDA c-code were updated in this emdr.